Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A steerable guide catheter (sgc) was prepared and inserted without issues. However, after the sgc was placed, and when inserting the mitraclip clip delivery system (cds), a key error was noted. It was noted that the clip moves in wrong direction upon turning ml knob. Therefore, troubleshooting was performed, and the cds was removed and reinserted. However, the clip was still unable to be unlocked. It was then observed that the sgc tip and soft tip were damaged. Therefore, the sgc was removed and replaced. A new sgc and the previous cds were then inserted without issues and advanced to the mitral valve. The clip was implanted, and mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.